Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a combined surgery; after completing the anterior step of the procedure, an error occurred during the priming for the vitrectomy step. Unable to resolve the issue, it was decided to use a backup unit to complete the procedure. No report that actual patient harm occurred however due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles, a picture and a video were provided for review and a vitrectomy module was provided for investigation. Review of the logfiles and video confirmed the occurrence of the reported vit7 error message, which suggests a faulty vitrectome was detected. Visual inspection of the returned module revealed no signs of damage. Functional inspection was performed, which confirmed the occurrence of the reported vit7 error message multiple times. Based on investigation results, it was determined that the reported complaint was attributable to dirty valves, which were identified as the cause of the complaint. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (vi-valve*). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during a combined surgery, after completing the anterior step of the procedure, an error occurred during the priming for the vitrectomy step. Unable to resolve the issue, it was decided to use a backup unit to complete the procedure. No report that actual patient harm occurred however due to the reported event, surgery was prolonged > 30minutes.

Event description:
We have been informed that during a combined surgery, after completing the anterior step of the procedure, an error occurred during the priming for the vitrectomy step. Unable to resolve the issue, it was decided to use a backup unit to complete the procedure. No report that actual patient harm occurred however due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, log files, a picture and a video were provided for review. Review of the log files and the video confirmed the occurrence of the reported vit7 error message.the involved device will be returned and investigated.